Manufacturer narrative:
Concomitant medical products: clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal lad and one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. The following day the patient suffered an mi. It is unknown if the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR#s 9612164-2012-00257 and 9612164-2012-00258).